Event description:
Customer is complaining about: customer contacting cts to report a barcode misread by the sample camera to a patient sample. Customer reports the sample barcode was read by the provue as 722206 to batch # 4928 for the type 2cell screen test. Customer identified the misread while trying to upload the test results into their lis manually and no sample matched the incorrect barcode. The actual barcode is 722202. Cts confirmed no incorrect or erroneous results have been reported as a result of the reported concern. Customer reports the same sample and its barcode were loaded and correctly read by the provue sample camera multiple times. No retesting of the sample performed, just the re-identification of its barcode. Complainant name: same as reporter. Problem description: issue started on: 09/16/13, frequency: x1, sample ID: 722202, error occurred during: lis uploading of results. Other relevant details: actions taken by customer: (before calling). Customer has reloaded the sample several times onto the provue and each time the provue successful read the same barcode correctly as 722202. Customer has read the same barcode by using the hand held scanner and reports the hand held scanner read the barcode correctly as 722202. Troubleshooting: no smudges or cracks in the barcode. Customer reports the barcode has a normal appearance. Customer indicates their barcodes are within the specifications listed in the provue user's manual. Next action: customer indicates their confidence that the provue and the sample camera is operating as expected and the concern may be with their barcodes themselves. Customer indicates further service is not required. Customer has agreed to go back to their lis and discuss the concern and check the quality of their barcode. Cts offer to grade the barcode in question. Customer has agreed to mail the barcode in question back to cts for further investigation. The customer has agreed to send the barcode the question back to cts for further investigation. Cts has agreed to follow up with the customer with the grading of the barcode to aid in their investigation into the reported concern.

Manufacturer narrative:
The root cause for this event is most likely related to the results obtained by the evaluation conducted by product support. Their conclusion was that the customer may not be following the recommended height of label (from the bottom of the tube) not exceeding 2.5. Barcode length confirmed to be 2.25. The fe responded to the site and verified that the instrument is performing to specifications (service order 1839813). Quality control testing before and after the service call passed. There was no reported harm to any patients. (B)(4).